Event description:
Healthcare professional reported "grade IV encapsulation", "prosthetic folds", "minimal spontaneously hyperintense collections are observed in periprosthetic sequences that are sensitive to liquid" and "internal mammary chains with intramammary and axillary extensions, non-adenomegalic adenopathies." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma.